Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: x-rays of the pt post op were not available for review. The revision notes were reviewed revealing that the pt had heterotopic ossification of the right hip joint, proximal femur malunion, and septic loosening. X-rays of the pt before and after the revision were not returned for review. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.